Manufacturer narrative:
The pump passed self test and displacement test. No unexpected hardware low level failures alarms noted during testing however, hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose was 114 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer performed the self test and it was passed. The insulin pump will be returned for analysis.